Manufacturer narrative:
Facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoeye flex 3d deflectable videoscope experienced poor image quality. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please note correction to d4 lot no. Which should have been left blank in the initial emdr, as well as updates to d8, d9, h2, h3, h4, h6, h8, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was found that the insulation resistance value did not reach the standard value. An additional reportable malfunction was found during evaluation, where the bending section cover adhesive was found to be missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the insulation resistance value changes depending on the angulation direction, it is likely that the coating of the ccd (charged coupled device)-cable in the bending section was damaged (coating peeled off). This likely led to insulation between the gnd (ground) line in the ccd-cable and the exterior (metal part) of the insertion section not being secured. Regarding the cause of the peeling of the ccd-cable coating at the bending section, since scratches were found on the a-rubber (bending section cover)and chips were found at the a-rubber glue, it is probable that stress may have been applied such as impact, hitting, pulling, twisting, hooking, or tilting (abnormality on the trocar side, forcible insertion or removal, etc.). The root cause of the malfunctions, however, could not be specified. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 operation manual ¿3.3 inspection of the endoscope¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.